Event description:
The facility alleges the appliers will not close clips properly. It is unknown when this condition occurred or if medical intervention was necessary. No additional info is available at this time.

Manufacturer narrative:
The device from the procedure was not returned for eval. If additional info become available, a follow-up report will be provided with the investigation results. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur. Conclusions: no conclusion can be drawn.